Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. No device, no medical records have been made available to the manufacturer. Medical images have been provided and are being reviewed. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter retrieval, increased resistance and difficulty was experienced during the capture of the vena cava filter inside the sheath. The filter was captured and retrieved successfully. There is no reported patient injury.